Manufacturer narrative:
The lot history was reviewed and a similar complaint with the same finished product lot number was confirmed for the tubing separation near the stopcock. Additional information found in h6.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a transpac® IV monitoring kit where it was reported that "the three-way connector fell off¿. There was no report of patient involvement or patient harm. No further information was provided.